Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sept2019. The front bezel was replaced to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that when the set items for ipap or epap were specified, the pressure setting rose by itself. The control panel seems to be faulty. There was no patient involvement.